Event description:
Customer reported via phone call that insulin leaked past o-ring during priming. Customer states reservoir compartment was moist but was able to dry. Customer was advised to monitor insulin pump. Reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.